Event description:
It was reported that when using the bd pyxis¿ es server received an error on the profile stations for adsid 77419, allowing only one medication to be removed instead of two. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist attached the pdf guides for creating combo medications, along with the pdf document for creating kits, for the customers reference. The system functioned as intended after the technical support specialist investigated the issue.